Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The driver was returned for evaluation. Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be within print specification; 35 of 36 individual torque readings were within print specification. Visually confirmed driver shaft broken; crack appears to have initiated near stress relief fillet. Microscopic examination of fracture revealed fairly brittle fracture with ~45 deg angulated surface indicating a significant torsional component. River lines suggest possible overload, which propagated around bend of driver fracture. The age of the part, the nature of the fracture, and the torque readings suggest anticipated wear as the possible mechanism of failure.

Event description:
It was reported that the patient underwent a 15 level pediatric scoliosis spinal surgical procedure. It was reported that the tip of the driver broke off while attempting to break of the crosslink setscrew. The tip was retrieved from the patient. No patient complications were reported.